Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Facility rep states the physical therapist who was working with the patient at the facility reported that the bolt that stabilizes the pump has sheared off.